Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized, due to hypoglycemia. The customer's blood glucose reading at the time of the report was 259 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that she was having tests performed to check her for gastroparesis, and this may have contributed to her hypoglycemia. Nothing further was reported.